Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a tego¿ connector that experienced breakage of the seal. The problem was: breakage of the silicone membrane of the tego cap. Event date: 18 june 2025 at 14h27. Direction: 43 - direction of physical health services hplg (dsp), department: hemodialysis. Application number: (B)(4). There was patient involvement and no patient harm. 2 sample pictures were received.

Manufacturer narrative:
Additional information; received a pair of photos from the customer showing the affected sample. A small tear was observed on the tego. A small tear was observed on the silicone cap.

Manufacturer narrative:
Updated information: d9. Investigation summary: received one (1) used. List #d1000, tego¿ connector; lot #14300979. A small tear was observed on the silicone cap. The reported complaint of a torn seal could be confirmed. The returned sample was observed to have a torn seal, however, the sample passed all functional tests. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in progress.